Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 5076-52, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient presented to the emergency room (ER) due to an alert. The right ventricular lead bipolar pacing impedance was high; it was 45 ohms higher than the alert trigger point. The pacing threshold was higher as well. The lead values were reviewed by the physician and then the pacing impedance alert trigger point was raised for optimization for the patient, plus the pacing output was increased. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.